Manufacturer narrative:
(B)(4). Batch #: t93x04. Date of event is 2020. Event day and event month were not reported. (B)(4). Attempts were made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: the analysis results of the el5ml device found that it was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and eleven clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when using el5ml, "reload could not work." It is unknown how procedure was completed. Patient consequence was not reported.